Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted. Unit passed operating currents, self-test, a21 error test and displacement test. No unexpected battery out limit noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. Customer¿s blood glucose value at the time of incident was 283 mg/dl. Customer also reported battery out limit. Troubleshooting was performed. Insulin pump will be returned for analysis